Manufacturer narrative:
Complaint conclusion: as reported, the 6f-7f mynxgrip vascular closure device (vcd) together with 7f brite tip sheath introducer was used for hemostasis, however, the black marker was still outside, and the balloon was partially in the sheath but inflated. After opening the packaging of the mynx device, it was inspected, and the balloon was tested. The balloon could be inflated properly, and the black marker was visible. The physician inserted the mynx device into the sheath, then, inflated the balloon till the black marker came out. He retracted the device until resistance was felt. In order to be sure that the balloon is providing temporary hemostasis, the physician opened the sheath and put some tension on the device and suddenly pulled out both the mynx device together with the sheath. The balloon had no rupture and after pulling the sheath back from the balloon, the balloon came back to its original diameter. Both the mynx device and the sheath were removed from the patient¿s body and hemostasis was achieved by manual compression for less than 30 minutes. There was no reported patient injury. A retrograde approach was made for peripheral intervention of percutaneous transluminal angioplasty (pta) of the neo-bifurcation post abdominal aortic aneurysm (aaa) which was not calcified and tortuous. The deployer of mynxgrip vcd had a certified training status. The mynxgrip vcd was prepped according to instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. There was no extended hospitalization period and the patient was recovered. The device was not returned for analysis. A product history record (phr) review of lot f1917501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ could not be confirmed as the device was not returned for analysis. The exact cause of the pull through could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, prepping and handling factors are possible. According to the instructions for use, which is not intended as a mitigation, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. While in use, the user is instructed to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. Failure to completely purge the device of air during the prep phase along with excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. The collapsed balloon can then be pulled through the arteriotomy, resulting in removal of the sealant and access. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) together with 7f brite tip catheter sheath introducer was used for hemostasis, however, the black marker was still outside, and the balloon was partially in the sheath but inflated. After opening the packaging of the mynx device, it was inspected, and the balloon was tested. The balloon could be inflated properly, and the black marker was visible. The physician inserted the mynx device into the sheath, then, inflated the balloon till the black marker came out. He retracted the device until resistance was felt. In order to be sure that the balloon is providing temporary hemostasis, the physician opened the sheath and put some tension on the device and suddenly pulled out both the mynx device together with the sheath. The balloon had no rupture and after pulling the sheath back from the balloon, the balloon came back to its original diameter. Both the mynx device and the sheath were removed from the patient¿s body and hemostasis was achieved by manual compression for less than 30 minutes. There was no reported patient injury. A retrograde approach was made for peripheral intervention of percutaneous transluminal angioplasty (pta) of the neo-bifurcation post abdominal aortic aneurysm (aaa) which was not calcified and tortuous. The deployer of mynxgrip vcd had a certified training status. The mynxgrip vcd was prepped according to instructions for use (IFU). The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. There was no extended hospitalization period and the patient was recovered. The device will not be returned for evaluation since it was discarded in the hospital.